Event description:
The customer reported the rad-g turns on and off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned rad-g was investigated and it was confirmed there was a short inside the power button. This resulted in the on/off button being activated when not physically pressed. Masimo initiated a recall for this issue and notified us FDA on 2/15/2024. The recall number is z-1538-2024.